Event description:
After drawing up heparin, rn placed the syringe cap on and went to patient's room. When she took the cap off, she noticed the needle was gone. She first made sure she didn't see it in the patient's bed. On closer examination of the syringe, she noticed the needle and the spring were inside the barrel.